Event description:
It was reported that surgeon performed distal radius osteotomy on unknown date in (B)(6) 2013. On an unknown date patient returned to surgeon. X-rays and examination on unknown date showed non-union of distal radius and a broken plate. Patient returned to or on (B)(6) 2013 for revision to dorsal distal plates. Surgery was completed. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown date of implant in (B)(6) 2013. A review of device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.